Manufacturer narrative:
(B)(4).

Event description:
Patient received inappropriate therapy due to lead undersensing and loss of capture. Lead was revised on (B)(6) 2016 and remains implanted.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
It was reported that this patient received inappropriate shocks due to noise beginning on (B)(6) 2020. The lead also failed to capture at max output. Noise was easily reproducible with arm manipulation. Lead impedance also increased overnight to approximately 650 ohms. Device was deactivated per md order and the patient is monitored. Should additional information become available, this file will be updated. The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
It was reported that this patient received inappropriate shocks due to noise beginning on (B)(6) 2020. The lead also failed to capture at max output. Noise was easily reproducible with arm manipulation. Lead impedance also increased overnight to approximately 650 ohms. Device was deactivated per md order and the patient is monitored. Should additional information become available, this file will be updated. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
It was reported that this patient received inappropriate shocks due to noise beginning on (B)(6) 2020. The lead also failed to capture at max output. Noise was easily reproducible with arm manipulation. Lead impedance also increased overnight to approximately 650 ohms. Device was deactivated per md order and the patient is monitored. Should additional information become available, this file will be updated. Upon receipt, the lead under complaint was found cut into two segments. All fragments were received for analysis. It is reasonable to assume that the lead was cut during the extraction procedure. The performance of the lead fragments was scrutinized, including a visual inspection. The analysis demonstrated that the conductor cable leading to the ring electrode was found fractured 6.5 cm proximal to the lead tip. This damage is assumed to be the root cause of the reported oversensing leading to inappropriate shocks. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues should be taken into consideration. Further damages such as cuts into the insulation 33 cm proximal to the lead tip, most likely occurred during the extraction procedure. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.